Event description:
Reporter indicated that his vns therapy handheld computer froze upon interrogation. Event was reported as resolved following a reset of the computer. It was reported subsequently that "no other issues experienced following the reset."

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.